Event description:
The patient reported that three v-gos fell off after being on for an hour to four hours. The patient stated this happened after (B)(6) 2020 but the patient could not give specific dates. Patient reported two came off in the shower and patient did not have a reason why the third one came off.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad on two devices were inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified. The third device returned the device's adhesive pad was returned unused with the protective liner still attached. The complaint about the device fell off could not be confirmed.